Event description:
It was reported that during a da vinci si nephrectomy procedure, the wire became frayed at the prograsp forceps instrument's jaw during normal use. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a frayed grip cable at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observations not reported by the customer was a derailed cable, pulley damage, and main tube damage. The grip cable was found derailed at the distal idler pulley. Grips could still open and close but movement may not be precise. Cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. There were scratches fond on the surface of the distal pulley. The main tube also exhibited various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive but main tube damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint and derailed cable found during failure analysis do not itself constitute a reportable event; however, the frayed cable and main tube damage could cause or contribute to an adverse event, if to reoccur.